Event description:
The customer reported that at start up while the unit was on the patient, the unit generated an electrical test failure code #120 (monitor/keypad cpu failure) and the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He found the "electrical test failure code #120" (monitor/keypad cpu failure) logged in the service diagnostics log. The company representative reported that the unit is being replaced.